Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and lead insulation damage was noted. The rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.